Manufacturer narrative:
D02 - failure analysis was updated. Investigation clarified that the root cause is attributed to a component failure for the insulation damage to the conductor wire and not due to mishandling or misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Visual inspection identified damaged conductor wire insulation near the distal idler pulley. Material appeared to be lifted off on the area of the damage. No missing material and no signs of thermal damage were noted. The instrument was tested and passed electrical continuity. The known common cause of this failure is attributed to instrument mishandling and misuse such as collision with a hard object or another instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review. A review of the instrument log for the fenestrated bipolar forceps instrument lot# n10200317 /sequence 928 associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2020 using da vinci system (B)(4). The instrument has 6 remaining lives with no subsequent use recorded. The customer reported event stated an observation during reprocessing on (B)(6) 2020. This information indicates that the instrument was reprocessed the same day after the procedure. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). It was reported that during central processing, inspection identified damage on the fenestrated bipolar forceps instrument cable at the tip area. There was no report of patient involvement. Per the event description, there is no indication that the product was not being used as intended. In general, a partial or full cable breakage occurs when the tensile load exceeds the ultimate strength of the material. Cable failure can also be caused by external collisions or other sources of damage during use or during reprocessing. A broken cable instrument will be immediately detected by a surgeon because one of the jaws stops moving and typically the end of the broken cable is visible. The instrument & accessory user manual states: ¿always have a backup instrument available to complete the surgical procedure in case of instrument failure.¿ this complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, inspection identified damage on the fenestrated bipolar forceps instrument cable at the tip area. There was no report of patient involvement.